Manufacturer narrative:
(B)(4). Only event year known: 2019. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the device fires but doesn't close. Were the clips malformed? Did the jaws of the device not close completely? Did the clips drop or eject from the device? Was there any patient consequence? If yes, please explain the patient consequence and how the patient consequence was resolved? Please provide the batch or lot number if available?

Event description:
It was reported that the device fires but doesn¿t close. It couldn't be used during the operation so a new one was opened.

Manufacturer narrative:
(B)(4). Batch # r9239e. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device batch number r9239e, and no non-conformances were identified.